Manufacturer narrative:
Qn #(B)(4). The customer returned one video for evaluation. Visual inspection of video confirmed the distal extension line was leaking near the hub. The customer also returned one 2-lumen PICC for evaluation. Visual inspection of the distal extension line confirmed a hole adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. The total length of the catheter body was measured to be 16.00", which is within specifications of 15.625"-16.125" per catheter product drawing. The outer diameter of the distal lumen measured to be 0.09550" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.056", which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The extension lines were initially flushed per IFU (B)(4) which states, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." No blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line/luer hub. No leaks were detected in the proximal line. A manual tug test confirmed both extension lines were fully secured within their luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample and the customer video. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed , and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported when flushing the PICC it was leaking from the distal extension line at the hub. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when flushing the PICC it was leaking from the distal extension line at the hub. No patient harm reported. The patient's condition is reported as fine.